Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 547 mg/dl, which she treated via manual insulin injection. The customer resolved the no delivery issue with an infusion set and reservoir change. No products were returned and a replacement infusion set and reservoir were shipped to the customer.